Event description:
During angioplasty/stent procedure the tip of the wire (radio-opaque #1) broke off in the left circumflex coronary artery, distal end. Visual under fluoroscopy. No retrieval attempt was made. Pt stable. Procedure was successfully completed. Radio-opaque tip is 2 cm long.